Event description:
A patient reported experiencing inaccurate erratic results with an otbe meter. The patient's blood glucose results were 58mg/dl, 127 mg/dl and 127 c. Tests were done within 10 minutes with a difference of 39%. Patient did not experience any adverse events. No further information has been reported.